Manufacturer narrative:
Product event summary: the lead was returned in portion and analyzed. A proximal portion was received measuring 12 cm. The setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated damage at implant. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant product: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that a lead integrity alert was issued for the right ventricular (rv) lead. There was a lead noise oversensing alert with several oversensing noise episodes and ventricular fibrillation (vf) detection was turned off. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.